Event description:
It was reported that a yellow alert was observed via the latitude remote patient monitoring system indicating this cardiac resynchronization therapy defibrillator (crt-d) had reached explant status. It was noted this was unexpected as earlier this year the estimated remaining battery longevity was one year remaining. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Technical services (ts) was consulted post-explant and reviewed available device data. Data analysis confirmed the battery status of one year remaining was triggered in (B)(6) 2024 and explant status in (B)(6) 2025. Based on the current device data, ts noted the possibility this explant was triggered not because of a depletion but rather because of a long charge time. However, a complete analysis cannot be performed until the device is returned and laboratory analysis is performed.

Manufacturer narrative:
To date, this product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that a yellow alert was observed via the latitude remote patient monitoring system indicating this cardiac resynchronization therapy defibrillator (crt-d) had reached explant status. It was noted this was unexpected as earlier this year the estimated remaining battery longevity was one year remaining. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Technical services (ts) was consulted post-explant and reviewed available device data. Data analysis confirmed the battery status of one year remaining was triggered in (B)(6) 2024 and explant status in (B)(6) 2025. Based on the current device data, ts noted the possibility this explant was triggered not because of a depletion but rather because of a long charge time. However, a complete analysis cannot be performed until the device is returned and laboratory analysis is performed. To date, this product has not been returned to boston scientific. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.